Manufacturer narrative:
Foreign: report source: (B)(6). Device evaluation: two aire-cuf devices were returned for evaluation. Visual inspection of the devices found them to be crimped and deformed. The crimp marks on device a were located 100 mm and 135 mm from the underside of the connector. The crimp marks on device b were located 115 mm and 160 mm from the underside of the connector. The "crack" on device a was located 103 mm from the underside of the connector. The "crack" on device b was located 117 mm from the underside of the connector. Both "cracks" were located in between the two crimp marks. Using magnification, the "cracks" were identified as cut marks, likely caused by whatever crimped the devices. The cuff on device a was unable to be inflated. Device a was leaked tested; it leaked at the location of the "crack" due to the cut being position across the embedded lumen in the shaft. The cuff on device b was able to be inflated and remained inflated until the device was manually deflated by releasing the inflation valve. Device b was leaked tested; no leaks were detected. The cut on device b was not position across the embedded lumen in the shaft so it did not affect the inflation/deflation of the cuff. Additionally, the lot was 200% inspected (once by manufacturing and once by quality) for cosmetic and function criteria. These inspections would have identified a deformity in the shaft and an inflation/deflation fault. The investigation did not determine a manufacturing fault with the returned device. Based on the investigation, the complaint allegation was confirmed, where devices were found to be damaged, but only one device did not inflate. The event problem source was noted to be user interface.

Event description:
Information was received that the cuff line of a smiths medical portex bivona small diameter aire-cuf wire reinforced endotracheal tube has a crack in it. Therefore, the device does not hold any pressure or air in the cuff. The reporter stated the device was in use since (B)(6) 2018, and just now started to leak and develop a crack. No adverse patient effects were reported.